Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure, before the second scs lead was placed, a suspected csf leak occurred while the physician was placing the epidural needle. Subsequently, the physician repositioned the needle and placed the scs lead. It was also reported the pt experienced a headache the night of the procedure which resolved the next morning. It is also thought versed which was administered during the procedure could have contributed to the pt's headache.